Manufacturer narrative:
The service rep replaced the interconnect cable and fluoro functions pcb. He also adjusted the contrast setting to 77 with no image in the field. The system operates as intended.

Event description:
The customer reported, the 9800 system would intermittently not fluoro after the system booted up. There was also an error on the debug monitor during boot-up. No patient injury was reported.